Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for p parkinson's dual and movement disorders. It was reported that the patient tried to turn their device off for an EKG and got an out-of-regulation (oor) message. Given the settings and longevity calculation, it appeared the device may have been draining a little bit quicker than expected. The patient did not feel like the therapy was helping, but indicated they would notice the difference if the therapy was turned off. Impedance check showed everything was normal. No further complications were reported as a result of this event.

Manufacturer narrative:
Updated to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that nurse programmer was asking for an explanation for the oor issue. Per the manufacturer¿s technical services, the nurse lowered the amplitude on the patient¿s device and the battery reading improved as a result. There were no further complications reported or anticipated.

Manufacturer narrative:
Note: this report was sent as a clarification as the prior submitted reg reports had special characters. The event problem was re-reviewed, updated as needed, and now provided as noted in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient tried to turn off for an EKG procedure when they received an out-of-regulation (oor) message. Given the patient¿s settings and longevity calculations, it appeared the device battery may have been draining ¿a little quicker than expected¿. The patient did not feel like therapy was helping and did not have a return of symptoms but noticed a difference when the device was turned off. Impedance measures showed normal values, on both the left and right, in the range of 585 to 1245 ohms. Follow up information received from the manufacturer¿s representative on sept. 21, 2017 reported that nurse programmer was asking for an explanation for the oor issue. Per the manufacturer¿s technical services, the nurse lowered the amplitude on the patient¿s device and the battery reading improved as a result. There were no further complications reported or anticipated.